Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with a1c-3 tina-quant hemoglobin a1c gen.3 (hba1c) on a cobas integra 400 plus. The sample initially resulted with an hba1c result of 9.96 % and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2019, resulting with a value of 6.13 %. The 6.13 % value was expected for the patient. The hba1c reagent lot number was 37584701, with an expiration date of 30-apr-2020.

Manufacturer narrative:
The service engineer completed a preventive maintenance, replaced the transfer head module, pipetting syringe module, and the probes. The water reservoir was cleaned. The cause of the event could not be determined. The investigation did not identify a product problem.